Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit had a hole in the tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer. The complaint breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a 2 mm x 4 mm hole approximately 170 mm away from the patient end of the expiratory limb, confirming the reported fault. The pressure test identified a leak in the expiratory limb. A lot check could not be performed as no lot number was provided. Conclusion: the damage to the evaqua expiratory limb indicates that it was punctured by a sharp object. All rt236 breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged post production. (B)(4). The user instructions that accompany the rt236 infant breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). We are currently in the progress of obtaining the complaint device from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our evaluation.

Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit had a hole in the tubing. No patient consequence was reported.